Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was unable to be confirmed; however, the stent struts were noted to be stretched over the tip, which is likely what was perceived as the dislodgement. The difficulties removing the protective sheath were unable to be replicated in a testing environment as the protective sheath was not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that this was a case of instent restenosis. The stent implant dislodged from the 4.0x38 mm xience xpedition balloon during preparation when resistance was felt during removal of the protective sheath. A new stent delivery system was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.